Manufacturer narrative:
A ge service rep sent a replacement part for the customer to install. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 6600 system x-ray switch was stuck and there was a system error. No pt injury was reported.